Event description:
It was reported that the right ventricular (rv) lead exhibited impedance spikes at an unknown time with a competitor implantable cardioverter defibrillator (ICD). The rv lead remains in use. No patient complications have been reported as a result of this event.